Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of four devices used in the same procedure. Refer to manufacturer report 3005099803-2015-03230, 3005099803-2015-03231, 3005099803-2015-03270 and 3005099803-2015-03271 for the other associated device information. It was reported to boston scientific (B)(4) on (B)(6) 2015 that four ultraflex (tm) tracheobronchial uncovered stents were used during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, the indication for stent placement was for a lung anastomosis. Reportedly, the patient anatomy was not tortuous and dilation was not done prior to procedure. According to the complainant, during the procedure, the physician attempted to deploy four different stents. The deployment suture of two of the stents (the subject of MFR report # 3005099803-2015-03230 and 3005099803-2015-03270) got stuck. Both stents were eventually deployed in the incorrect location as a result of the catheter bowing. The devices were removed from the patient with forceps. Reportedly, two of the stents were able to be successfully implanted (the subject of MFR report # 3005099803-2015-03231 and 3005099803-2015-03271); however, there was difficulty experienced during deployment as the stents shot off of the catheter proximal to the stricture. Both devices had to be manually maneuvered into the correct position. There were no complications to the patient as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.